Event description:
It was reported to philips that during device servicing, the power cord was intermittently failing the safety tests. There was no patient involvement or harm. This event was reported to have occurred during servicing. There was no delay to therapy. The philips field service engineer (fse) observed the issue. Following the evaluation of the device, the fse replaced the power cord to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. The customer's alleged malfunction was confirmed, and it was determined that the root cause was the power cord.

Manufacturer narrative:
The ac power cord was returned to failure investigation. No obvious wear, damage or cuts along main conductor insulation were found during visual inspection. The ac power cord failed the esa resistance test. The reported failure was verified. High pin-pin resistances noted g-g. The root cause was determined to be mechanical damage.